Event description:
It was reported that several gen 1 ics (infinity central station) that had been in storage at the hospital were recently installed to replace mvws (multiview work station) on several floors including several telemetry units. The ics were loaded with vf8.11.1 software and several are used to monitor trust telemetry patients. The users have reported that the ics that are monitoring trust telemetry patients will intermittently reset. The user reported that after a reset, it takes several minutes for central station monitoring to be restored. There have been no pt injuries reported associated with these events. (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.